Event description:
Pt's mother reported that on 10/29/99, she took pt to the hospital e.r. Because she and her husband were unable to disconnect extension tubing from central line catheter. On 11/13/99, parents took pt to e.r. Because flolan was leaking from filter site of extension tubing. Mother states she attempted to change extension-tubing but was unable to disconnect from catheter. Mother reports filter leaking approx 20-30 mins. Pt became weak and short of breath. Hosp was able to remove extension tubing and mom applied clave catheter with tubing change. Mother reports pt missed school on 11/15 and 11/16/99 due to not feeling well.